Event description:
Symptoms: a catching & scraping sound inside knee. Found to have a worn patellar component. Revision total knee (left) arthroplasty 6/25/99. Intra-op found heavy blackened synovium from metal wear. Had total knee joint replacement left knee.